Event description:
The customer reported the intellivue mx450 bedside monitor displayed a speaker malfunction inop. No sound was coming from the device. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to exam the device. The fse determined that the main board and speaker assembly were defective and need to be replaced. The fse replaced the defective parts, tested the device and stated that the system meets the specification for the performed service and is returned to use. The device was fully operational after repairs were completed. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker and mainboard. The reported problem was confirmed. E1: (B)(6).